Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported disengagement failure of a disposable perforator (ID 261221) causing dural damage and minor brain contusion. Hemostasis was performed and the procedure was completed with a replacement product. No surgical delay reported. The drill used with the perforator was an anspach. It is unknown if the drill was electric or pneumatic, or if the perforator clicked in place on the drill. It is also unknown if the recommended spring tests were performed between each burr hole. Patient status is unknown.

Manufacturer narrative:
Unique device identification (UDI): (B)(4). The disposable perforator (ID 261221) was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.